Manufacturer narrative:
Insulin pump received with detached end cap. Unable to perform the rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. Insulin pump did pass the selftest, unexpected restart error, and operating currents test. Insulin pump received with corroded battery tube, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, stained address serial number label, and missing end cap sticker.

Event description:
It was reported that the battery tube was corroded. Customer's blood glucose level was unknown. No significant event leading up to the incident was mentioned.